Manufacturer narrative:
Concomitant medical products: product ID: 8590vwa, lot# 10642366, implanted: (B)(6) 2011, product type: accessory. Product ID 37092, lot# 268730001, implanted: (B)(6) 2011, product type accessory. Product ID: 8590-9, lot# n265586, implanted: (B)(6) 2011, product type: accessory. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3774, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient experienced a jolt in their leg. It was reported the jolting was due to have the stimulation too high. It was noted no diagnostics or actions were required. It was reported the patient was receiving effective therapy.